Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. One unpackaged ar-6068-25l, 25°, curve, left quickpass¿ lasso, low profile tip batch 4008137742, was received for evaluation. Upon visual inspection, it was noted that the device arrived for evaluation without the fiberwire. A more in-depth visual inspection found marks on the wheel grip lasso equivalent to excessive pressure trying to pass the suture through the wheels. Functional testing with an ar-7222 found no resistance when the suture was introduced slowly, and the wheel moved softly without pressure. The suture passed until it came out of the tip¿no problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery when the customer tried to put the wire through the device, the wire came through one of the knobs and not through the end. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.